Manufacturer narrative:
Follow-up # 1 ¿ (04/14/2015). The patient¿s test strips #3572934 have been returned on 2/26/2015 and evaluated by lifescan product analysis on 3/29/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an assay did not start during control solution tests with no assignable cause found. In addition, a tertiary issue was noted when the test strip vials were from a different lot to strip carton. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (onetouch ultra2). The reporter claimed obtaining blood glucose readings of 180mg/dl with the subject meter and 100mg/dl on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.